Event description:
It was reported during the pt's trial procedure, intra-operative testing showed invalid impedance values for the scs lead. The trial cable was replaced; however, this did not resolve the issue. Subsequently, scs lead was explanted and replaced which resolved the issue.

Manufacturer narrative:
Eval: results: the complaint for "invalid impedance" could not be confirmed. No alleged device failure was identified. Continuity and stress testing was performed to analyze the channels' resistance and the verify the insulation characteristics between channels. The lead passed all functional testing. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.